Event description:
The surgeon reported a surge occurred during surgery. A posterior capsule tear occurred and an unplanned anterior vitrectomy was performed. The surgeon stated the surge may have contributed to the posterior capsule tear. Additional info received stated that single use cassette was re-used. The surgeon has been advised, re-use of the single use cassette is not recommended. The pt's outcome is good.

Manufacturer narrative:
The cassette has been received and in house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.